Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. There was no applicable evidence to review in the event history log. The dso seal was replaced.

Event description:
It was reported that the pump locked up when attempting to upgrade software from 4.2 to 4.3. There was no patient involvement. Analysis of the device found a peeling downstream occlusion seal.